Event description:
It was reported that a revision surgery was performed.

Manufacturer narrative:
The returned device was evaluated and has several features which could not be measured due to out of round conditions to the returned part. Any evaluation of those parts would be inconclusive. All critical interlocking dimensions that were able to be inspected, and no features were found to be out of the print specification.